Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needle weuro pierced the inner and outer cap. No serious injury or medical intervention was reported.

Manufacturer narrative:
One sample and one photo were received for evaluation. Visual examination was carried out on the sample and cannula through shield and cover were observed. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. This includes cannula through shield inspections. A review of the maintenance records was also carried out and no issues were observed. This issue may have occurred due to a product jam on the line resulting in bent cannula which was not picked up by the downstream vision system. Based on an evaluation of severity and occurrence, it was determined no corrective action is required at this time.

Event description:
It was reported that bd ultra-fine pen needle weuro pierced the inner and outer cap. No serious injury or medical intervention was reported.